Event description:
It was reported that a vns pt died of unknown reasons. Follow up with the primary care physician revealed that the vns device was not programmed on at the time of death. Good faith attempts to obtain additional information have been unsuccessful to date.